Event description:
The reporter states that he obtained the blood glucose comparisons with results 380 mg/dl, 120 mg/dl, 143 mg/dl, 135 mg/dl, 146 mg/dl and 183 mg/dl on the accu-chek aviva system. There were six different blood glucose comparisons conducted and the results were obtained within 10 minute timeframes. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.